Manufacturer narrative:
Event problem codes. Device code: other for coil protrusion. The device history record confirmed that the device met all material, assembly and performance specifications. The device remains implanted, so was not available for analysis. From the information provided, there is no indication that the device was not used in accordance with the labeling or that this caused or contributed to the reported event. A review of the labeling found that it contained language regarding the reported event. Based on the investigation and information provided, there is no indication of any manufacturing issue or misuse of the device having contributed to the reported event. Therefore, it was determined that operational context was the most probable cause.

Event description:
During the stent assisted embolization of a basilar artery aneurysm, as the physician was attempting to reposition the subject device it broke. A portion of the device protruded through the stent into the parent vessel. The physician attempted to retrieve the device but was unsuccessful, it was not specified how this was attempted. The device was left in place. The patient suffered no clinical consequence due to this event.